Event description:
Another hot pack exploded onto a nurse this morning. She reported that the substance felt "hot" and she felt panicked when her skin started to feel like it was burning and I sent her immediately to occupational health. Her skin appeared to be fine when she left but she was visibly shaken. When asked if she had to "force" the pack to activate she said "absolutely not". Upon her initial squeeze, per the attached instructions, it exploded on her neck, forearm, hands, scrubs (both top and bottom), jacket, and shoes. Fortunately, she was nowhere near a patient and no one else was injured. A safe care event will be entered.